Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to the service center in connection with the same voluntary field safety notice/recall notification. No initial alleged complaint was reported. During evaluation, no foam particles were noted in the airpath; however, foam degradation was observed. The device¿s sound abatement foam was replaced to address the issue. In addition, the service center identified dust fail contamination and the presence of error codes e-7 (err_software), e-53 (err_comp_log_sem_timeout), e-55 (err_therapy_queue_full), and e-66 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.